Event description:
The pt reported experiencing elevated blood glucose on (B) (6) 2009 and was hospitalized until (B) (6) 2009. The pt reported blood glucose values of 1500 mg/dl. The pt switched to the backup infusion device after being released from the hospital and blood glucose levels returned to normal, 170 mg/dl. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.